Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and 100% stenosed anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification and 100% stenosis in the proximal right coronary artery. A 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) was advanced; however, resistance was met with the anatomy and the balloon ruptured during first inflation at 8 atmospheres. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.